Manufacturer narrative:
Follow up #3 (submitted 08/10/2011), follow up #4 (submitted 08/19/2011) and follow up #5 (10/26/2011) were submitted under the incorrect manufacturing report number of 1644487-2011-01531. The manufacturing report number for follow up #3, follow up #4 and follow up #5 should have been manufacturing report number 1644487-2011-00585. Follow up #3 would be the next follow up report under the correct manufacturing number, however it was unable to be submitted under the correct manufacturing report number due to errors received. Due to the age of the previous reports, it was recommended by the cdrh help desk to categorize this correction report submission as an initial report to avoid the errors. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a review for an FDA request, it was discovered that a correction report is needed for a report previous submitted under manufacturing number 1644487-2011-00585. Follow up #3 (submitted 08/10/2011), follow up #4 (submitted 08/19/2011) and follow up #5 (10/26/2011) were submitted under the incorrect manufacturing report number of 1644487-2011-01531. The manufacturing report number for follow up #3, follow up #4 and follow up #5 should have been manufacturing report number 1644487-2011-00585. Follow up #3 would be the next follow up report under the correct manufacturing number, however it was unable to be submitted under the correct manufacturing report number due to errors received. Due to the age of the previous reports, it was recommended by the cdrh help desk to categorize this correction report submission as an initial report to avoid the errors.